Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2015 with the following findings: there were multiple pump reboot events and battery alarms observed throughout the black box history. The battery cap threads were damaged. There were battery compartment cracks observed from the thread area to the case seal and below the grip pad. The battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment. The pump intermittently powered on with both the returned battery cap and a test battery cap. The pump could not complete a 24 hour duration test.